Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes foreign matter was found prior to use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes foreign matter was found prior to use. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for red foreign matter (fm) was observed. Additionally, the customer sample along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of red fm was observed in the customer sample; however, was not observed in the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of red fm based on the provided photos and sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.